Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her uncle) alleging his onetouch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2012. The patient reported to the mss that the alleged issue started about a year prior to contacting lfs. The patient reported, he was unable to test his blood glucose during that time. The patient reported using oral medications with diet and exercise to manage his diabetes, but was unsure which medications and the dose he was taking. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported testing twice a day and his typical readings are about "110mg/dl." The patient reported approximately 2 weeks prior to contacting lfs, the patient reported having symptoms of being "disoriented, weak, not understanding what you were saying and trouble walking" which he associated with low blood glucose. The patient reported on the morning of (B)(6) 2012 his sister and niece took him by private car to the emergency room (ER). The patient reported a blood glucose reading of "35 or 37mg/dl" was obtained by a healthcare professional (hcp). The patient reported he was treated with IV glucose, and orange juice immediately after the low reading was obtained, and within an hour or 2 hours he felt better and was discharged on the same day. At the time of troubleshooting, the cca was unable to resolve the alleged issue with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood sugar due to the reported issue and required treatment from an hcp to prevent further injury.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on november 9, 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.